Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and could not duplicate the reported problem. As a preventative measure, customer was recommended to replace the system's ambulatory transmitter.